Event description:
Endo gia white load 30-2.5 was placed in a endo gia handle (stapler) and the stapler would not open after being placed in the handle. The white load was replaced with a blue reload, size 30-3.5 and this reload functioned with no difficulties. The white endo gia reload was lot # n9e0334 and the blue lot # n9c0073.